Manufacturer narrative:
During a detailed analysis, engineers were able confirm this unit displayed a high, out of specification, power level measurement. The high measurement failed to equate to a high current drain, as the device continued to display a beginning of life (bol) battery status. Engineers concluded the high measurement was likely a false positive indicator; however, root cause of the anomaly could not be identified. The device has since been archived.

Event description:
Boston scientific received information that prior to this device being shipped for distribution, final package testing to confirm appropriate functionality, did not pass specifications. A detailed analysis was then conducted to determine root cause. No patient involvement.